Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had a batter out limit alarm. Customer's blood glucose was 250 mg/dl. The customer stated that insulin pump alarmed after battery change. The troubleshooting was performed. Customer was advised to monitor the device and everything is back to normal.